Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had been having bladder control issues since implant. The patient had increased stimulation but it caused her pain. Stimulation was then decreased when the nerves "settled down". It was noted that the patient attempted to increase on the day of the report and was seeing the "sync now" icon. The patient was able to connect with the programmer at the time of the report and confirmed being set to program 4 at 0.8v. The device was off at the time of the report. The patient had reportedly not tried to use the patient programmer since she was implanted and therefore did not turn the device off. The patient turned the device on and felt stimulation at 1.4v. The setting was comfortable and the patient was going to try that setting. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.